Event description:
The customer called and reported he was treated by paramedics for low blood glucose of 48 mg/dl. Leading up to the paramedics treating the customer, his sensor gave a reading of over 400 mg/dl and the customer treated off of this reading without confirming blood glucose value first. As a result, the customer delivered too much insulin in a bolus. The customer declined to troubleshoot the insulin pump. He was advised to turn the sensor off, wait for blood glucose to stabilize, and to turn the sensor back on.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.